Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their front teeth are hitting together and causing serious pressure damage and teeth chipping. They had a comprehensive oral examination done by their dentist. Their dentist found during the examination that the aligner therapy is not sufficient enough to correct the crowding and edge to edge occlusion. Interproximal reduction is required to create space to allow for correction of this crowding and fixing the edge-to-edge presentation of the anterior dentition. Patient's dentist advised patient to discontinue treatment at this time.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.